Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. Per reporter, stopped pump but double beeping persisted so it was powered off, line clamped, and cassette removed, and tubing massaged. Per reporter, no air was noted, and after reconnecting and powering on, the double beep continued. Per reporter, tapped cassette on hard surface but the issue still was not resolved. Reservoir volume: 96.7ml. Rate 2.2ml/hour. Given: 3.3ml. The event occurred at the patient's home and no patient harm/adverse event was reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.